Event description:
On (B)(6) 2013, the reporter stated that she had been to the ER for a blood draw and they had to stick her six times. The catheter was removed and was discharged home. The area where the catheter was inserted became red and swollen. Additional info received via telephone on (B)(6) 2013, the reporter stated that on (B)(6) 2013 she was in the emergency dept. She reports having "rolling" veins in which it is very difficult for someone to obtain venous access. Five attempts were made on her left arm and four attempts were made on her right arm for IV access. The pt experienced redness, swelling, and warm to touch to both arms. The pt is allergic to iodine, sulfa drugs, morphine sulfate, and codeine. As a result of the symptoms, the pt was diagnosed with an allergic reaction and was treated with ibuprofen, benadryl, and ondensetron. She is not aware of the name of the product that was used on her, however reports that the clinician started with a 22g butterfly and then had to use a 24g butterfly needle. Additional info received from the hosp via telephone on (B)(6) 2013, stating that the product used was a nexiva but there was no other info about the adverse event or product lot number. Additional info received via telephone on (B)(6) 2013, the reporter stated that the reason she went to the ER was for pancreatitis. It was clarified that there was no attempt to draw blood as originally reported as they obtained the blood from the nexiva IV catheter that was successfully placed. IV fluids were only given and the pt was discharged from the ER. On (B)(6) 2013, the pt returned to the emergency dept for irritation and inflammation to both of her arms. She was treated with ibuprofen, benadryl, and ondensetron. An nexiva IV catheter started and IV fluids were administered. On (B)(6) 2013, the irritation and inflammation resolved.

Manufacturer narrative:
No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Unable to run complaint history check or device history review as lot number is unk.